Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease and movement disorders. It was reported the night prior the caller was going to check the patient's ins and when she went to turn the patient programmer on, the patient received a shock from his shoulder all the way down to his toes on his right side. The caller stated the patient's leg is not as numb but his right arm was still numb at the time of the report. The caller stated it was a low voltage shock. During the call the caller synced with the patient programmer and it showed stim on and 3.70v. The caller briefly saw the poor communication screen but this was because the patient programmer was not on the skin. Once it was, the issue was resolved. It was reported the patient had the ability to change groups and adjust stimulation. The patient did not feel a shock at the time of the call but wanted to turn stimulation down to 3.0v which he did during the call resolving the reported issue. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.